Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400mg/dl. The customer stated that she had an issue with an infusion set not locking in place and that insulin was not being delivered. The customer stated that they have changed the set. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.